Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had audio vibrate anomaly. The customer stated that, they did not hear an alarm. The customer stated that, the insulin pump gave a low battery alert but it never gave the replace battery and then it was dead and now the sensor is not connecting. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. The customer received an insulin pump error in the history. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No unexpected ump error 23 alarm, pump error 63 or audio or vibrate or absence of alarm anomalies noted during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and stained keypad overlay. (B)(4).